Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010 (patient age and weight are unknown). According to the complainant, during the procedure, the balloon failed to inflate. No damage was noted to the device. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; catheter broken.

Manufacturer narrative:
Patient age and weight are unknown. Patient is over 18 years old. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A visual analysis of the returned complaint device revealed there was no damage to the balloon portion of the device. Inflation was attempted and air was noted escaping from the catheter tip. The balloon was removed from the catheter and a break was noted in the catheter, under the balloon at the skive hole. This caused an interlumen leak between the balloon and guidewire lumens. It was confirmed that the break in the catheter had not penetrated the balloon material or guidewire lumens. A stretch mark was also noted on the exterior of the catheter shaft next to the skive hole; this indicates excessive force may have been applied, leading to the catheter break. Therefore, the most probable root cause for this event is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the device.